Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked. This was identified during a patient infusion via a central catheter attached to the lower port of the continu-flo set and flushed through a filter. Line removed from port (not further specified). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 04/12/2018 - 04/13/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.